Event description:
Left politeal vein access to treat left illiac vein to vena cave thrombus. The trellis was placed distally into a vena cava with a filter deployed. Upon deploying the distal balloon, there was no issue and it looked to in place without problem. It was not until the end of the treatment cycle and when the distal balloon was being deflated and we moved the c-arm to visualize the distal balloon that we noticed that the balloon was already deflated. It is unknown how long the balloon could have been deflated. Upon inspectionof the balloon once removed, it was noted that there was a pin-hole in the distal balloon itself. The device had a margnal improvment in the thrombus, but it was also noted that the thrombus appeared to be much more organized than originally thought, and the patient was than angioplastied and stented with success. 8fr. Cordis sheath evaluation summary: the distal balloon was examined under magnification. Perforation was observed at the belly region. No other issue was found.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.